Event description:
It was reported that the power extension cable broke off resulting in frayed/exposed wires. The patient electronic unit will be replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable was frayed and wires were exposed. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Customer reported that the pes power connector plug broke off ¿ confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.